Event description:
It was reported that during use with 3 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the tubes overfill therefore the anticoagulant ratio is poor. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes . D10. Returned to manufacturer on: 15-feb-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received one hundred (100) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. 20 returned samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 3 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the tubes overfill therefore the anticoagulant ratio is poor. There was no report of patient impact.